Manufacturer narrative:
Per case notes, user received a low sensor reading of 60 mg/dl on (B)(6) 2021 at 3:53 pm mst. User did not provide any bg value. However, user started that he received low glucose alerts. Per data management system (dms), there were no sg values at the time of the event due to a sensor suspend alert ( ref case: (B)(4)). User had received sensor suspend alert at 3:45 pm mst due to sensor inaccuracies (ref case: (B)(4)). Customer care tried to assist user with the sensor inaccuracies issue. However, user was unresponsive to the communications. As a result, no further investigation was possible for this complaint. Per case notes, user didn't seek medical treatment and wasn't symptomatic as there weren't any hypoglycemic events or symptoms. The sensor inaccuracies issue could not be resolve due to lack of response from the user. No further resolution was found necessary for this complaint. H4. Device manufacturer date updated to 17 jan 2019. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 24th 2021, senseonics was made aware of an incident where user reported false hypoglycemia due to inaccuracies in sensor readings.